Event description:
An endurant stent graft system was implanted emergently in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology were not reported. The delivery catheter was discarded by the user facility. The stent graft was fully deployed; however, upon removal of the delivery catheter, the spindle/nosecone was caught in the apex/bare metal of the stent graft and the apex was pulled into down, inverted into the stent graft system. Then physician immediately re-opened the spindle, re-advanced the delivery system, re-closed the spindle again and was able to remove the delivery catheter from the pt. However, one of the apex/bare metal stents has remained inverted/bent inside the lumen of the stent graft. No clinical sequelae were reported and the pt is fine. The images have been reviewed and there are no obvious signs of a stent fracture and the stent itself appears to be sitting closer to the vessel wall. From the fly-through inner lumen image generated, the lumen appears patent and un-obstructed by the effected stent. As an effective seal was obtained at the time of the primary procedure, there is no need at this stage for secondary intervention.

Manufacturer narrative:
(B)(4). Evaluation, results: (device malfunction, stent graft misplacement); lack of info (aneurysm and vessel morphology are unk, unk cause of removal difficulty). Conclusion: lack of info (aneurysm and vessel morphology are unk, unk cause of removal difficulty).